Event description:
It was reported that the patient with artificial urinary sphincter experienced recurring urinary incontinence as the patient was hospitalized approximately seven months ago and a catheter was forced, which caused the device to no longer work properly. The device was explanted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event was estimated as an event date was not provided.